Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Service history review of the device has been performed. The review indicates that the device has not been serviced since it was produced a review of the device history record was completed: non-conformance reports covering the incorrect part dimensions recorded for the housing. Parts released for and used in production despite failure confirmed because the final device (article number 511.300 serial (B)(4)) passed all relevant quality testing before release. A product investigation was completed: the device failure reported by the customer could be confirmed. Service history review of the device has been performed. The review indicates that the device has not been serviced since it was produced. The service technician noted the following action taken as repair. During the pre-repair diagnostic assessment the service technician identified the following failure code as gear broken torn off. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during etn operation, the surgeon started fixing with the screws from the distal part. While the surgeon was drilling at the opposite cortex bone with the radio lucent drive for the third ap hole from the distal section, the radio lucent drive suddenly stopped. After reassembling the drill bit, the power tool and the radio lucent drive, the surgeon had an operation check; however the same failure occurred again. Eventually the surgeon made a hole with a white gimlet, measured, and placed the screw. For the most distal oblique hole, the screw could be inserted with the radio lucent drive. For the second ml hole from the distal section, the radio lucent drive got the same problem and the surgeon used the white gimlet again. The operation was extended for ten to twenty (10 ¿ 20) minutes. This is report 1 of 1 for (B)(4).